Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
This event did not involve any patient and occurred during the ventilator device testing by the biomed engineer. It was reported that during device testing of the ventilator, while connected to a test lung, the touchscreen was nonresponsive to touch and displayed the following message errors: non-critical thread failure (bdu) and backup battery fault. Both of the battery indicators displayed a red dotted line. The batteries were new and fully charged. The user forcefully shut down the ventilator and restarted it after a few minutes. After the restart, the touchscreen functioned normally. The ventilator successfully passed all device checks, and both battery indicators functioned.